Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). It has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The customer has indicated that the device is in process of being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the electric dermatome handle cord broken. The event occurred during surgery. No adverse event have been reported as a result of this malfunction.